Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discovered the issue replaced the scroll compressor and filters which resolved the issue, the stm noted that after scroll compressor replacement, the pressure was able to be raised and lowered without issue. In addition, the stm noted that nothing unusual was observed in the logs and completed the scheduled pm service including all safety, functionality, and calibration checks which passed per factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp), the compressor failed the pressure regulator calibration test , failed to raise the pressure to factory specifications and failed to respond to the pressure regulator adjustments to increase the pressure. There was no patient involved and no adverse event was reported.